Event description:
In 2008, this senior medical affairs specialist (smas) spoke with the customer/layperson in response to her email that was reviewed by customer service correspondence on four days earlier. The pt wrote "these meters [referring to her one touch ultralink and onetouch ultramini] do not get the same readings from the same test solution or the same blood drop. They are around 20+ points off. This has caused me to go low more than once..." The pt reported the following to this smas who is replacing the ultralink. The pt alleged that she became low after administering extra insulin on two or three occasions in the past three months of meter use based on the ultralink's results. The pt recalls only that results were "in the 200's." On each occasion the pt reportedly had eaten a meal after testing and administering the insulin. The pt assured me she had eaten enough carbs. One half to one hour after testing and bolusing, the pt reportedly became shaky and weak. The pt consumed 2 to 4 glucose tablets to relieve the symptoms. While symptomatic before eating the tablets, the pt tested. As an example: her ultralink result was 96 and her ultramini 76 using blood from the same fingerstick. When asked, the pt thought 76 accurately reflected her symptoms. Since then the pt now manually selects the amount of insulin to take which is less than the blood glucose result on the ultralink indicates. Control solution tests on both meters using the same lot of test strips have always been within the expected control solution range according to the pt. Although control solution tests on the patient's meter indicates the product is not malfunctioning, the complaint is classified as an adverse event due to the patient's allegation: she reportedly experienced hypoglycemic symptoms, and having to self-treat herself after administering extra insulin based upon the meter's results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Test strips lot number no longer available.